Event description:
It was reported that the patient underwent a gynecological procedure treat pelvic organ prolapse on (B)(6) 2005, (B)(6) 2008 and (B)(6) 2009 and mesh was used. No date specific information provided. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(6) hospital. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04462. The same patient is represented in each medwatch.